Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician assessed that the ipg had migrated. The patient will undergo a pocket revision procedure.